Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. In addition, the electrical resistance of the heater wires of the returned breathing circuit limbs was tested to check whether it was within specification using a calibrated multimeter. Results: visual inspection revealed no visible damage to the returned rt340 breathing circuit. Electrical resistance testing showed that the inspiratory limb heater wire resistance was out of specification. The expiratory limb heater wire was found to be within specification. A lot check could not be performed as a lot number was not provided. Conclusion: the resistance of the inspiratory limb heater wire was out of specification. This was most likely due to a poor connection between the heaterwire and the connector pins that only developed after it was released for distribution. All rt340 breathing circuits are subjected to a continuity test on the production line which is followed by a resistance test and a visual inspection. Any circuits that fail are rejected. This suggests that the resistance of the inspiratory limb heater wire only became out of specification after it was released for distribution.

Event description:
Upon receiving an rt340 adult dual-heated evaqua breathing circuit from a hospital in (B)(6) it was revealed that the resistance of the inspiratory limb heater wire was out of specification.